Event description:
It was reported that during a sigmoidectomy, jamming occurred at the second and third clipping. After that the device was non-functional. Another device was used to complete the case. There were no consequences to the patient.

Manufacturer narrative:
Malformed clip. Evaluation summary: the analysis results for the instrument confirmed that it was non-functional. The instrument was cycled and advanced the clips into the jaws but the trigger did not retain position upon firing; therefore, the clips advanced and dropped off from the jaws due to the anti-backup being non-functional. Upon disassembly, the ratchet pawl was found to be worn out causing the anti-backup failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.